Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 300 mg/dl and over 500 mg/dl with high ketones. Customer reported that cause of the bg level was due to air bubbles in the tubing. Customer addressed bg level by administering a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.